Manufacturer narrative:
Device passed self test. No missing segments/partial display noted. Unable to verify pump error 43 alarm and pump error 37 alarm due to constant pump error 38 alarm during rewind. Device received with pump error 38 alarm due to moisture damage at the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and customer was unable to clear the alarm. Customer stated insulin pump had a partial display. Customer stated time clock was not visible on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.